Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she experienced a series of "small strokes" and a "heart attack". She was placed on "strong blood thinners". She stated that, even a "hard handshake" will cause a bruise at this point. She stated that, "due to bruising, her insulin will not absorb as well causing a rise in her blood glucose readings". She began experiencing "bruising and bumps" around her infusion sites. She then chose to transition to "injections" instead of using her infusion device. She reported that her blood glucose readings were in the "mid 200's(mg/dl)". She stated that she was placed on "strong blood thinners", then noticed the bruising later. She stated that "she is taking a pump vacation whiler her medical condition improves". No product was requested to be returned.